Event description:
During a regular ICD check on (B)(6) 2013, ventricular oversensing (noise) episodes recorded as vf were confirmed in the ICD memories. The defibrillation lead is a sorin isoline 2cr6 s/n (B)(4) (under advisory). Lead measurements/parameters were within specification. Some parameters were changed by the physician to prevent inappropriate therapies (majority and persistence were increased). The ventricular sensitivity remained at 0.8mv. Analysis of the files and episodes received did not reveal any evidence of a lead anomaly. The noise sensing observed most probably results from myopotentials or external emi. No lead failure is suspected.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Programmer files were reviewed. Analysis of the files did not reveal any evidence of a lead anomaly. No lead failure is suspected. The noise pattern observed suggests external emi (50-60 hz) or myopotentials; none of them could be confirmed. Standard follow-up intervals apply (3-month, as per the instructions for use).